Event description:
It was reported that: dr stated he closed a patient last week using manta in the right femoral artery. There was no bleeding and post angio confirmed hemostasis. Couple hours later, patient developed a hematoma which required 1 hour manual compression followed by applying an femstop device. Additional information: patient received 1 unit of blood per physician and is fine , they obtained hemostasis and have been discharged home.

Manufacturer narrative:
(B)(4). No returned product evaluation could be completed as no product was returned for evaluation. The device lot history record review for lot number mn2301508 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Customer stated," he closed a patient last week using manta in the right femoral artery. There was no bleeding and post angio confirmed hemostasis. Couple hours later, patient developed a hematoma" as per the additional received, patient received 1 unit of blood transfusion. Manual pressure was employed using femstop device. Hemostasis was achieved. It is unknown where exactly the hematoma was noted. The IFU states that the other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention have been identified as potential adverse events related to the deployment of vascular closure device. Based on the limited information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: dr stated he closed a patient last week using manta in the right femoral artery. There was no bleeding and post angio confirmed hemostasis. Couple hours later, patient developed a hematoma which required 1 hour manual compression followed by applying an femstop device. Additional information: patient received 1 unit of blood per physician and is fine , they obtained hemostasis and have been discharged home.